Manufacturer narrative:
Philips has investigated this complaint. The philips engineer reset the wireless footswitch by disconnecting and reconnecting the battery. When the battery is removed, the power to the footswitch is removed which resets the software. Additionally, he replaced the wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that there was an error in the wireless connection of the footswitch. The system was not in clinical use. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.